Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3; h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material observed in the jet tube was unable to be identified. However, it was confirmed that the user uses simethicone via the biopsy channel. The foreign material was possibly not removed since reprocessing could not be conducted properly due to leakage from the scope cover and switch 3; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: gif-ez1500 operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif-ez1500 reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.